Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 14.1cm-16.4cm from the distal tip. The silicone insulation was abraded and the ring electrode sensing conductors were visible. Internal insulation abrasion was found at 7.0cm-7.9cm from the distal tip. External insulation abrasion was found at 35.6cm-36.1cm from the distal tip, consistent with lead friction to another device. The etfe insulation was intact at all abrasion sites.

Event description:
It was reported that variation in lead impedance was observed. Externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.